Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a lower extremity angiogram procedure using a 6f sheath. Reportedly, half way into depressing the plunger, the plugger popped (sprung back) out completely. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unintended system motion (plunger popped/sprung back could not be replicated in a testing environment as it was based on operational circumstances and the plunger was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported unintended system motion (plunger popped/sprung back could not be determined. Factors that may contribute to unintended system motion (plunger popped/sprung back) include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.), failure to maintain a stable position of the device with respect to the tissue tract or inadvertent interaction with the user¿s gloves during device advancement causing the plunger to retract/sprung back from the device. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.